Event description:
It was reported by service report that the scale was intermittent. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: fluid found on connector of load cell cable.